Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported by the rep that during a laparoscopic cholecystectomy procedure, the clips scissored. Another device of the same product code was used to complete the procedure. There was no adverse consequence to the patient.